Event description:
The surgeon applied an lrs fixator to the patient to perform a 5cm femoral lengthening. During lengthening the lrs clamps broke, one screw bent and then broke on its removal. It was replaced with a new one.

Event description:
The surgeon applied an lrs fixator to the pt to perform a 5 cm femoral lengthening. During lengthening the lrs clamps broke, one screw bent and then broke on its removal. It was replaced with a new one.